Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturing representative regarding a patient implanted for chronic low back pain and spinal pain. It was reported that the patient possibly had an infected battery pocket. The patient was implanted on (B)(6) 2017, and there was redness and swelling around the battery pocket incision. Therefore, the surgeon moved the battery to the other side. No further complications were reported or anticipated at this time.